Event description:
It was reported that a user experienced cgm connectivity issues after replacing a freestyle libre 3 plus sensor, with the ilet display remaining on ¿pairing¿ and resulting in pairing failure. Symptoms included impending interruption of automated insulin dosing due to the cgm not being paired. Outcomes included temporary impact to therapy continuity as dosing was expected to stop soon. Investigation included customer support troubleshooting and education, including verification of bluetooth settings, power cycling the phone and ilet, rescanning the sensor, and restarting the ilet. Investigation of this case revealed that the responsible device for the pairing failure could not be identified during the call. It was concluded that the event involved a cgm pairing failure with undetermined root cause, and the user was instructed to monitor for sensor warm-up and call back if the issue persisted.